Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Codes: b01, c19, d14 the instrument was discarded at the site. Codes: b18, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that "it" was not tracking. Additional information was not provided. There was no impact to patient's outcome and surgical delay was not provided. Additional information was received stating that there was no delay to the procedure. Additional information was received. It was reported that there was intermittent tracking. The manufacturer representative (rep) said they tested the system and had no issues with tracking. The rep said that the site swapped out patient trackers and did not have any issues. The rep suspected that there might have been an issue with their adhesive non-invasive patient tracker (nipt).